Manufacturer narrative:
(B)(4). The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are lot # w07a4313, lot # w06m2785, and lot # w06m2786. Manufacture date for lot w07a4313 is 1/24/2007; manufacture date for lot w06m2785 is 12/20/2006; manufacture date for lot w06m2786 is 12/20/2006. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.

Manufacturer narrative:
The mechanical thread of the pedicle screws is damaged on the first two turns of thread, the remaining thread is not damage nor having the mark showing the nuts have been fully tighten (color anodizing is still there to demonstrate it). Only one unbroken nut is having cylindrical marks at the bottom coming from the tightening of a connector (the 3 others do not have). Over the 4 unbroken nuts, only 2 have the threads damaged whereas the 2 others seem good. The 2 broken nuts show marks of having been fully threaded and broken off to final torque. Their threads are working well. No defect has been identified on the returned implants that would have been responsible of the event. The damage of the two first (two turns) pedicle screw mechanical thread suggests that one unbroken nut has been almost tightened on the connector (as shows the cylindrical marks at the bottom of the nut) before the proper insertion of the connector on the pedicle screw. Indeed, two threads in contact are not strong enough to support the tightening torque. A new nut has been inserted and was damaged as a consequence of the pedicle screw mechanical thread previously damage by the first nut. The incorrect position of the connector versus the pedicle screw may come from a deep insertion of the pedicle screw in the pedicle. In such configuration, the connector can't be in contact with the spherical portion of the pedicle screw as the connector is first in contact with the bone. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the surgeon was unable to fit the setscrew onto the head of the bone screw. The surgeon tried with many different setscrews without success. Surgeon tried repeating the action of screwing the setscrew and tried using more strength but ended up damaging the threads of the screw. The setscrew still would not break off so the surgeon had to remove the screw and replace with a new one. The surgeon stated that the procedure took two hours longer than normal. No patient complications were reported.